Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed an irritation under the front therapy electrode. The patient's nurse provided dexeryl cream. Follow up indicated that the irritation was still present. The medical outcome is unknown.